Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resolved the issue independently before contacting technical support and was able to load a cartridge and resume insulin therapy.